Event description:
It was reported that the device was used during a pneumonectomy. It was reported that there was no cartridge on the device. The case was completed with suturing. Unknown pt consequence.